Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to external stress which was applied to the lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of the external stress, the user may have applied force toward the incorrect direction. However, a definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: 9. Preparation and inspection. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2.move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device. Additional information. Corrected data: d9

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied by the user to the lock lever of the connecting tube toward incorrect direction, which led to breakage of the tube. Therefore, the tube was unable to be connected. However, a definitive root cause could not be determined. The instructions for use warns the inspection method associated with the event in: 9 preparation and inspection. A. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. B. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.